Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the tip of the suction irrigator instrument broke. No fragments were observed to have fallen inside the patient. However, an x-ray was recommended as a precaution. After the suction irrigator instrument was removed and outside of the patient, the customer cut off the instrument's tip with scissors. It is unclear if an x-ray was performed and if so, the results of the radiological test are unknown.

Manufacturer narrative:
The suction irrigator instrument has not been received for failure analysis evaluation.